Event description:
The hemostatic valve did not split apart when the sheath was split during pacemaker lead insertion. The physician had to cut the hemostatic valve to remove from the bosy and pacemaker lead.

Event description:
The hemostatic valve did not split apart when the sheath was split during pacemaker lead insertion. The physician had to cut the hemostatic valve to remove from the bosy and pacemaker lead.